Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high pacing thresholds and intermittent capture on the right atrial (ra) lead. The patient's ra lead is a non-boston scientific product. In addition, the respiratory rate trend (rrt) signal was seen on the ra channel, however, it was not oversensed by the device. There were also intermittent impedances spikes from 400 ohms to 1700 ohms observed on the ra lead. Boston scientific technical services (ts) discussed troubleshooting options. This ICD system remains in service. No adverse patient effects were reported.